Event description:
On (B)(6) 2025, the beta bionics ilet user reported elevated blood glucose for approximately two hours following a meal. Readings reached 361 mg/dl, with device alerts issued for sustained levels above 300 mg/dl. The user reported that glucose levels began trending downward during the call, and no symptoms were experienced. The user did not require backup therapy or medical assistance. Technical support later advised the user to change the tubing and infusion set. Follow-up confirmed glucose levels subsequently decreased, and the case was closed. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.